Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (B)(4): on (B)(6) 2017 the patient underwent coil embolization of an abdominal aortic aneurysm for treatment of a type ii endoleak. On (B)(6) 2019 the previously coil embolized type ii endoleak was noted during inpatient colonoscopy. On (B)(6) 2019 the patient was admitted for further management of the type ii endoleak and newly diagnosed colorectal adenocarcinoma. On (B)(6) 2019 a transcaval coil embolization of the aneurysm sac was performed to treat the type ii endoleak. On (B)(6) 2019 the patient was discharged.

Manufacturer narrative:
B.3. Date of event corrected. As the date of identification of aneurysm enlargement was reported as (B)(6), 2017, the date of event has been corrected. B.5. Additional event description added.

Event description:
On (B)(6), 2017 the aneurysm reportedly measured 38mm, and the previously reported aneurysm enlargement to 71mm was noted on (B)(6), 2017.

Event description:
Additional information was received regarding the type ii endoleak. It was reported that the initial treatment for the patient was for an abdominal aortic aneurysm and bilateral common iliac artery aneurysms. Imaging demonstrated that there was a persistent aneurysm sac with a residual type ii endoleak arising from the lumbar artery. Therefore, treatment on (B)(6) 2017 was for abdominal aortic aneurysm enlargement associated with the type ii endoleak. There were no reported issues or endoleaks associated with the bilateral iliac artery aneurysms. The abdominal aortic aneurysm measured 71 mm on (B)(6) 2017, and no additional measurements are reportedly available as the aneurysm sac diameter was unable to be measured on angiogram. Therefore, aneurysm diameter during treatment on (B)(6) 2019 was unavailable. The coil embolization on (B)(6) 2019 was successful, and the patient tolerated the procedure. It was originally reported that the patient was "discharged" on (B)(6) 2019, but corrected information was received that the patient was "diagnosed" with a malignant neoplasm of the colon on this date. Date of discharge was not provided.

Manufacturer narrative:
B.5. Additional event description added. H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, users are made aware of the risks associated with type ii endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.